Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the crotch of the clips doesn't fully close down when he goes to place them. No patient consequences were reported.